Event description:
On (B) (6) 2010, the pt reported experiencing elevated blood glucose and her physician is considering switching her to injection therapy. Her blood glucose measured 120 mg/dl this morning and at the time of the report her blood glucose measured 279 mg/dl. She stated she has been experiencing insulin leaking at the infusion site and at times there is blood at the site. She stated when this occurs she changes the infusion set. She stated she changes the infusion site and tubing after every 3rd day of use and the insulin cartridge every 6 days or more often if needed. She stated she also had a cold that could be contributing to elevated readings. She believes the infusion device is functioning properly. She requested additional training. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.